Event description:
Analysis of the returned device found that the guidewire distal end was broken. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned guidewire found that the core wire was bent and separated at 2.0mm from its distal tip (the guidewire is still one piece). The guidewire spring segment (platinum coil) was severely stretched just distal to the transition point and kinked very close to the distal end. Functional testing could not be performed due to the anomalies found on the device. No other anomalies were observed. The core wire appeared to be bent as it was shaped on its distal section and the platinum coil appeared to be stretched after the core wire was separated. From the condition of the guidewire, the fracture appeared to be due to excessive force used when the guidewire distal section was being shaped. From the information provided and the investigation results the observed damages to the guidewire occurred during preparation without direct patient contact and related to the manner in which the device was handled. Therefore, a root cause of handling damage has been assigned to the event.